Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).

Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot numbers h13k09020 and h13j27024 was performed with no issues noted during the manufacturing process, and no deviations from standard procedure relative to the reported issue. As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdominal pain. The patient was not hospitalized for the event. The cause of peritonitis was unknown. On the same day, the patient was treated with ancef, and fortaz, (routes, dosages, and frequencies not reported). Three days later, the patient received rifampin for the treatment of the peritonitis (route, dosage, and frequency not reported). On an unknown date, the patient received vancomycin for the treatment of the peritonitis (route, dosage, and frequency not reported). On an unknown date, the patient recovered from peritonitis and pd therapy was ongoing. No additional information is available. This is report 3 of 3 involved in this peritonitis event.